Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise due to decreased intrinsic amplitudes. The patient went into the clinic and the system therapy was programmed off for testing. The sensing vector has been reprogrammed from primary to secondary. There were no additional adverse patient effects. The system remains implanted.